Event description:
Pt had knee implanted in rt knee previously. Implant failed. Pt returned for a rension and implantation of another knee implant. "Doctor feels medical malfunctioned and caused pt to need a revision. Originally implanted 10-06-93.